Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), bacterial vaginosis ("bacterial vaginosis") and anxiety ("emotional anguish"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, bacterial vaginosis and anxiety outcome was unknown. The reporter considered anxiety, bacterial vaginosis, dysfunctional uterine bleeding and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included hair loss, fatigue, migraine, headache, pregnancy, gravida ii, bleeding genital and parity 2. Concurrent conditions included asthma, low back pain, hives, obesity and crohn's disease. Concomitant products included buspirone, buspirone hydrochloride (buspar), lorazepam, mesalazine (pentasa), piroxicam (paxil) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea(cramping)"), 6 days after insertion of essure. On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient experienced anxiety ("emotional anguish/mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), bacterial vaginosis ("bacterial vaginosis"), alopecia ("hair loss") and device dislocation ("migration"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and alopecia had resolved and the dysfunctional uterine bleeding, bacterial vaginosis, anxiety, depression, migraine, headache, dysmenorrhoea, fatigue, weight increased and device dislocation outcome was unknown. The reporter considered alopecia, anxiety, bacterial vaginosis, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 250lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- new events migration was added. Event outcome of pain bleeding, bladder/urinary problem were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included hair loss, fatigue, migraine, headache, pregnancy, gravida ii, bleeding genital and parity 2. Concurrent conditions included asthma, low back pain, hives, obesity and crohn's disease. Concomitant products included buspirone, buspirone hydrochloride (buspar), lorazepam, mesalazine (pentasa), piroxicam (paxil) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea(cramping)"), 6 days after insertion of essure. On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient experienced anxiety ("emotional anguish/mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), bacterial vaginosis ("bacterial vaginosis"), alopecia ("hair loss") and device dislocation ("migration"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and alopecia had resolved and the dysfunctional uterine bleeding, bacterial vaginosis, anxiety, depression, migraine, headache, dysmenorrhoea, fatigue, weight increased and device dislocation outcome was unknown. The reporter considered alopecia, anxiety, bacterial vaginosis, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 250lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included hair loss, fatigue, migraine, headache, pregnancy, gravida ii, bleeding genital and parity 2. Concurrent conditions included asthma, low back pain, hives, obesity and crohn's disease. Concomitant products included buspirone, buspirone hydrochloride (buspar), lorazepam, mesalazine (pentasa), piroxicam (paxil) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea(cramping)"), 6 days after insertion of essure. On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient experienced anxiety ("emotional anguish/mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), bacterial vaginosis ("bacterial vaginosis") and alopecia ("hair loss"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and alopecia had resolved and the dysfunctional uterine bleeding, bacterial vaginosis, anxiety, vaginal haemorrhage, menorrhagia, vaginal infection, depression, migraine, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered alopecia, anxiety, bacterial vaginosis, depression, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs received with her demographic details were updated. Aka name added. Following events were added: abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression, migraines, headaches, dysmenorrhea(cramping), fatigue, weight gain / loss specify which one: weight gain, hair loss and she did not underwent an essure confirmation test. Event onset date were added. Event severity added for: pelvic pain/pain. Event outcome added for: pelvic pain/pain and hair loss. Medical history added. Concomitant medications were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.